Manufacturer narrative:
The synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal and mid stent regions of the stent were lifted and misaligned. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-sep- 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 95% stenosed, 28mm x 3mm, de novo target lesion was located in the moderately tortuous and mildly calcified proximal to mid rca. After pre-dilatation, a 3.00 x 28 synergy drug-eluting stent was advanced for treatment. Despite several attempts, however, the stent failed to cross the lesion. The device was removed and the procedure was completed with another of same device. There were no patient complications reported. The patient status was stable and responding well to medicines. However, returned device analysis revealed stent damage.